Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was hospitalized and was in intensive care unit for 4 days due to high blood glucose. Customer blood glucose reading at the time of hospitalization was over 2300 mg/dl. Customer stated that he was tired and feeling lousy prior to hospitalization. Nothing further was reported.